Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 20 mg/dl. Bg cause was not known. Customer received treatment for issues in the form of dex50 and intravenous(IV) fluids during a hospitalization unrelated to diabetes or pump/supply issues. Recommendation was made to consult with a healthcare provider to discuss diabetes management.